Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Five (5) years post procedure it was discovered that the closure device had embolized out of the laa. The closure device was found in the descending aorta and blocking the renal arteries. An interventional radiologist successfully removed the closure device from the patient percutaneously. There were no other complications that were reported to have occurred as a result of this event.